Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. The device was sent unit and was back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not showing the proper water level, sending parts quote for level sensor. Per follow up information received via phone on 10mar2025, they confirmed level sensor replaced onsite. No patient involved. Per additional information received via ttm on 12may2025, biomed was looking for the event log on as5000. The rn stated the probes were not registering during therapy so they would like to see all previous alarms. Walked biomed through finding the event log and identifying the alarms. Suggested to call back if needs to troubleshoot with (B)(6). Per follow up information received via task on 18jul2025, spoke via phone on 18jul2025 and it was reported that biomed replaced 2 cables on the device. The device was sent unit and was back in service.

Event description:
It was reported that the biomed had the arctic sun device that was not showing the proper water level, sending parts quote for level sensor. Per follow up information received via phone on 10mar2025, they confirmed level sensor replaced onsite. No patient involved. Per additional information received via ttm on 12may2025, biomed was looking for the event log on as5000. The rn stated the probes were not registering during therapy so they would like to see all previous alarms. Walked biomed through finding the event log and identifying the alarms. Suggested to call back if needs to troubleshoot with (B)(6). Per follow up information received via task on 18jul2025, spoke via phone on 18jul2025 and it was reported that biomed replaced 2 cables on the device. The device was sent unit and was back in service.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.